Manufacturer narrative:
Concomitant products: product ID harmony-dcs; product lot/serial number 0011821622; product type: delivery catheter system; implant date na; explant date na should additional reportable information be received for the reportable event, a supplemental regulatory report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic pulmonary valve an electrophysiology study was performed. As reported, no arrhythmia detected and no ablation performed. Prior to the transcatheter procedure, premature ventricular contractions (pvc) and non-sustained ventricular tachycardia (nsvt) were observed. Treatment was not reported. The transcatheter pulmonary valve was implanted annular. Following the transcatheter pulmonary valve implant, two brief runs of nsvt, up to 9 beats, occurred. The patient experienced mild palpitations and mild inspiratory chest tightness. The physician indicated the event was probably related to the valve and procedure. Further, that the nsvt runs were likely related to the right ventricular outflow tract (rvot) transcatheter valve frame. It was also reported that the nsvt may not have been related to the rvot transcatheter valve frame as these were present prior to the procedure. Unspecified hemodynamic change was reported, but there was no reported of compromise. No further details available. An oral betablocker was started as result of the nsvt following the valve implant. The nsvt was reported as resolved the following day. No additional adverse patient effects were reported.